Manufacturer narrative:
Image review: one photograph was received by the account, capturing what appears to be the endeavor sprint 4.0mm x 24mm stent. Deformation is evident to a number of the distal stent segments, with struts raised. Deformation is also visible to the distal tip. The stent deformation can be confirmed as reported by the account.

Event description:
It was reported that the physician intended to use an endeavor sprint drug eluting stent to treat a lesion diagnosed with cad with 50-85% stenosis. The device was inspected prior to use with no issues. The lesion was pre-dilated. Resistance was noted advancing the device to the lesion, excessive force was not used. During the procedure, it was reported that the guiding catheter could hardly be delivered to the target position. The physician removed the stent and observed that the tip of the stent was deformed. No patient injury was reported as a result of this event. Procedure was completed with a new device.

Manufacturer narrative:
Correction. Return date corrected. Evaluation summary: stretching visible on the distal shaft. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was visible to the 1st and 2nd distal stent wraps with raised struts. Crimp impressions were visible on the exposed balloon surface. Inner lumen patency was verified with a 0.015 inch mandrel. Deformation was visible to the distal tip. Image review: initial images provided appear to show the difficult positioning of the guide for coronary angiograms of the rca. But there is no evidence of device delivery or in the rca. The guide is repositioned without evidence of difficulty into the ostium of the lm. Contrast injection shows the presence of a diffusely diseased lad. The delivery of an unknown balloon device is evident from the images. The dilation of this device is not visible from the images. The images then capture the deployment of two unidentified stents in the vessel. The attempted delivery, subsequent deformation and removal of the endeavor device were not evident on the images. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.